Event description:
The physician was using an integrity rapid exchange (rx) bare metal coronary stent for treatment of the saphenous vein graft (svg) to obtuse marginal. Difficulty was experienced when delivering the stents and further ballooning was performed. The two integrity rx stent were deployed at 14 atms. The angiogram revealed that the mid portion of the first stent was separated from the wall and there appeared to be a dissection. Another integrity rx was then deployed to treat the dissection. Final angiogram revealed excellent angiographic results. Patient is fine post procedure. Image review: the images confirm the presence of two distinct lesions in the svg. The svg was predilated prior to the deployment of the 4.0 x 30mm stent in the more distal lesion and the deployment of the 4.0 x 20mm stent in the proximal lesion. The 20mm and 30mm stent appear to have been overlapped during deployment. Coronary angiographic views(cag) of the vessel post stenting confirms the presence of an anomaly at a bend in the vessel at approximately the same location as where the 30mm and 20mm stents overlap. The characteristics of the vessel at this point suggest that there may have been a plaque shift of vessel damage in the form of a dissection. The vessel at this point shows the characteristic of an unsupported vessel. But the images of the profile of the deployed stents show no evidence of gapping on this bend in the vessel. The final angiographic images confirmed a good result.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection); patient's condition affected effectiveness of device (presence of a complex plaque); (device not received for evaluation). Conclusion results: device failure/lack of effectiveness related to patient condition (presence of a complex plaque).